Manufacturer narrative:
Received one (1) used device for evaluation on 3/7/24. As received, the tubing was separated from the male luer. Evaluation of the bond under uv light showed gaps in coverage. The tubing and bond pocket were measured and found to meet dimensional specifications. The reported complaint of separation can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. D4 - plots possible lot numbers 13518410 - manufacturing date 3/1/2023 - expiry date 3/1/2026. And 13641160 - manufacturing date - 07/27/2023 - expiry date - 7/1/2026.

Event description:
The event occurred on an unspecified date and involved an extension set, 15 inch, 1.2 micron filter, clave(tm) y-site, secure lock where the customer reported that the tubing set separated at the male end the reporter stated that one of the nurses brought a defective extension set tubing which pulled out of the hub during a patient infusion of total parenteral nutrition (tpn). There was leak of tpn on the floor. There was no obvious defect noted on the tubing set and no any unprotected exposure to the patient, healthcare professional or any other person. The status of the patient is unknown prior to event, during event and after event. There was patient involvement, but no adverse event or human harm and a bit delay of therapy.